Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly generated alert 38 instructing restart, with more than ten restarts attempted and an additional immediate restart alert after guided reboot, prompting transition to backup therapy and shipment of a replacement device. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued insulin therapy via backup method without medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.